Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the ICU, the catheter was placed in the artery in the left wrist. When removing the catheter, the end broke and part of the catheter remained in the patient. As a result, the clinician very carefully and successfully removed the piece of catheter using a kocher clamp. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter body broke was confirmed. Returned was a single lumen catheter marked 20ga on the hub. A piece of tubing was attached to the luer hub. The catheter body was severed 3mm below the juncture hub. The remainder of the body was not returned. There was a cut half way through the catheter body approximately 1.5 mm from where the catheter was severed. Examination of the end of the catheter body revealed the presence of striations in the surface. The appearance of the end of the catheter body was consistent with being cut and torn. The instructions for use provided with the kit contains the warning to be careful not to cut the catheter during removal. A review of the device history records did not reveal any manufacturing related issues. Based on the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.